Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect (B)(6) results on one (B)(6) male patient. The results provided were: on (B)(6) 2022 with lot number 33036be00=(B)(6). With reagent lot number 32383be00=(B)(6). Previous history in (B)(6) 2021=(B)(6) and (B)(6) 2022=(B)(6). There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, retained kit testing of architect anti-hcv reagent lot number 32383be00. The ticket search determined that there is normal complaint activity for the likely cause lot. Trending review determined no adverse trend for the issue for the product. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Inhouse testing determined that the sensitivity performance of lot 32383be00 is not negatively impacted. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hiv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hcv reagent lot number 32383be00.